Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. A 1.75mm rotalink burr was selected to treat the very calcified target lesion located in the left anterior descending coronary artery. During the procedure, the physician utilize rotablation to modify the long calcified eccentric diseased segment. A rotawire floppy wired the vessel to distal segment of the artery and a 1.50mm rotalink burr successfully crossed the lesion and modified the plaque but the lesion remained undilatable. A 1.75mm rotalink burr was crossed and modified the lesion, however, it became stuck in the lesion on an attempt to return it to platform position. Several techniques were attempted to free the burr from the lesion. Ultimately a second wire was passed along the trapped burr in a dissection plane and a balloon was passed alongside the burr. The balloon was inflated, thereby freeing up the burr sufficient enough to remove it from the vessel. The patient remained safe and well throughout the procedure. The procedure was completed with this device. No further patient complications were reported and the patient's condition was stable.